Manufacturer narrative:
H6: investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. Customer indicated that 3 false positive bottles to the application department. After inserting about 10 bottles, the device reported 2 positive results after 30 minutes. The next time, after inserting a few bottles, after 40 minutes the camera reported 1 positive bottle. User sieved the bottles; the result was negative. Bd remote assistance requested customer to pull the bottles out and checked manually. The problem was not occurred again, and the problem was resolved. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. This complaint is an unconfirmed failure of a bd product. The root cause is unable to be determined. No new trends, risks, or hazards were identified as a result of the complaint. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 3 false positive results were obtained by the laboratory personnel. A sieve test was used to confirm the results as false positives. The customer stated results were reported out, but there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged 3 false positive results were obtained by the laboratory personnel. A sieve test was used to confirm the results as false positives. The customer stated results were reported out, but there was no report of patient impact.